Manufacturer narrative:
Boston scientific technical services (ts) recommended having the health care professional (hcp) at the clinic confirm the software version on the programmer. If the programmer software was not the current version, then the programmer software would need to be updated before this device could be interrogated. If the software version was the current version then ts recommended performing device data to a memory card and sending in for review. Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated. Additional information received from the local field representative indicated that the patient presented for a follow-up appointment. A reset was performed by applying a magnet to the device. Following the reset, the device interrogation was successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Upon an attempt to connect the device to the programmer, the device was able to be seen, but the serial number was 000000 and the patient name was not visible. After selecting the device, an update was started but would not complete. A message appeared indicating to contact boston scientific. It was reported that the patient recently had radiation therapy. The patient was scheduled to come back to the clinic in one week. No adverse patient effects were reported.